Event description:
The doctor stated that he placed a medpor titan implant in 2007. The doctor stated that a resection of skull tumor and scalp reconstruction was also performed. The doctor stated that 10 days after surgery, an infection was observed in the dura under the implant. The doctor reported that the medpor titan implant was removed in 2008. The doctor stated that the pt is in good condition.

Manufacturer narrative:
Following a review of the device history record for lot number 81020-c526k12, it was determined that all process and test criteria are within the medpor implant finished product specification.